Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two devices each missing from shipment. Discovered upon incoming inspection. No patient involvement.

Manufacturer narrative:
H10: device evaluation: three (3) picture were attached and reviewed. Picture one shows eighteen (18) new unopen pouches of tracheal tube over a table. Picture three shows the shelf cartoon box. The reported failure is confirmed. No product was returned for analysis. No other analysis was performed. No root cause can be determined from the pictures submitted and no product was returned for analysis. No corrective actions were performed since the root cause cannot be determined from the pictures provided. The manufacturer will continue monitoring this failure condition in this product for future escalation. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).